Event description:
Customer reported a high blood glucose that was not resolved with a set change. The blood glucose reading was 400 mg/dl. She stated that the drive support cap appeared normal. She found no air bubbles in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit the tubing. She stated that the basal rate and bolus wizard settings were correct. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.